Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there were excess air bubbles in his reservoir. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the customer confirmed that the air bubbles were large. The customer stated that he sometimes had to prime up to 15 units of insulin through the set in order to remove air bubbles. The customer confirmed that the insulin was not stored at room temperature as recommended. The reservoir was not returned for analysis.